Event description:
A customer reported the occurrence of non-repeatable false positive troponin I results for one pt sample. The false positive result was reported to the floor. Elevated results of the magnitude observed might lead to cardiac catheterization. There was no report of pt harm as a result of this event.